Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Device not yet returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2, diopter -5.00 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2017 the lens was explanted due to the patient experiencing low vault. The problem was resolved. As of the date of MDR reporting the lens has not been returned for evaluation.

Manufacturer narrative:
Additional data: device evaluation: product evaluation found lens returned dry in the lens container. Visual inspection found no visible damage to lens but fibers on lens surface. Dimensional inspection found lens are within specifications. (B)(4).

Manufacturer narrative:
(B)(4).